Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated they did see their pain management healthcare provider (hcp) who mentioned the pump was "sticking out" and told the patient the pump had moved and was flipped. The hcp referred the patient to a specialist and the patient would consult with them on (B)(6) 2022 to plan.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2020, the patient reported that he had been experiencing pain around his pump. He stated that when he was lying in bed and had his galaxy fold 2 phone unfolded, he noticed pains around his pump. He was inquiring if the magnets in the phone could be causing the pain. He stated that he had "had pains anyway"around his pump that started "about 3 months ago" prior to getting the phone. Per the patient, the patient pains had gotten worse around the pump starting "probably a couple weeks ago". He stated that he was getting good therapy relief with the pump but was getting "stabbing pains" right around the area of the pump. The patient was redirected to his healthcare professional (hcp) to discuss the symptoms. Additional information was received on 26-jul-2021 from the hcp who reported that the cause of the stabbing pain had not been determined. The patient was still having intermittent stabbing pains and would be seeing the physician who implanted the pump. Additional information was then received on (B)(6) 2021 from the patient who reported that the pump was currently delivering morphine (2.5 mg/ml at ¿4.3 something¿). Per the patient, he had been having pain around the pump every now and then for like a year. He mentioned that he had surgery to replace a spinal cord stimulation device from another company on (B)(6) 2021 and after the surgery he was having a hard time communicating with the pump and then he noticed that the pump was bulging out and he could see the edges of the pump. He stated that he could feel the pump pull out of the pocket and he was sore all the time around the pump. He stated that it was ¿like the pump had rolled up and turned¿ because he could feel the front of the pump on his skin. Per the patient, he had seen the surgeon who put a hand on the pump and said it looked fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.